Manufacturer narrative:
Complete patient identifier: (B)(6). This event was previously reported under manufacturer report number 3002809144-2019-00296 against a different suspect medical device, list 01p30-27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false decreased vancomycin result for two male patients when processing on the architect i1000sr. The following data was provided: sid (B)(6): male; (B)(6) 2019 initial vancomycin result was 1.55 ug/ml and retest was 18.46 ug/ml. Due to the false decreased result of 1.55 ug/ml, the patient received an inappropriate dose of vancomycin. The patient did not receive any adverse outcome as a result of this inappropriate treatment. No additional impact to patient management was reported.